Manufacturer narrative:
The reported device will not be returned for evaluation. Manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the device is unknown; therefore, the root cause could not be established. Related submission name: 3025141-2025-00141.

Event description:
While inserting the screw into the carpal bone, the tip of the driver tip broke off within the screw. After several attempts the broken piece was removed and the screw was advanced to complete the procedure. A 20 minute delay in surgery was reported with no adverse effect to the patient. Report 2 of 2.